Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open intestinal resection procedure, staples did not deploy. Doctor had to retract the device manually and the surgical time was extended more than 30 minutes. Another stapler of the same reference was used to complete the case.